Manufacturer narrative:
The complained test strips have been calibrated against the who standard rtf/16 and the affected by recall. Corresponding retention test strips (lot 322647) were tested in comparison to master lot #28632180 (recalibrated lot to rtf/09). The corresponding retention material complies with the specification, based on requirements of the regular retention testing process of the qc department. The retention material and comparable master lot test strips did not show abnormalities. Investigations have indicated results are reliable from 0.8 to 4.5 inr, since the calibration data covers this measuring range very well. The customer did not return any materials for investigation. Without these materials to investigate, a specific root cause could not be determined.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer stated that they received an erroneous result for one patient tested with coaguchek pro ii meter serial number (B)(4). A sample from the patient was tested on the meter, resulting as 2.7 inr. At an unknown time, a venous sample was collected from the patient and tested in the laboratory using the dade innovin method, resulting as 4.4 inr. No adverse events were alleged to have occurred with the patient. The patient did not have any medication changes. The customer's product was requested for investigation. Retention test strips (lot 322647) were tested in comparison to the master lot. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention material complies with specification.